Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 lot#: corrected from 'unknown' to '0000615837'. D9 product available to stryker/ returned to manufacturer on was updated. H3 device evaluated by mfg updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject balloon catheter was found to be kinked/bent in multiple areas at approximately 3,9 and 64 cm from the strain relief. The subject balloon catheter was found to be damaged (wrinkled) at the distal part. The subject balloon catheter was found to be damaged. There was crystallized procedural fluid found in the area where the subject balloon should be located. The subject balloon was found to be burst /ruptured. Functional inspection was unable to perform due to the damage of the returned subject balloon device. The reported complaint code was confirmed during device analysis. The analysis results are consistent with the reported event. The subject balloon device did not meet specifications when received for complaint investigation based on the functional and visual anomalies noted to the returned subject balloon device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject balloon device ¿was used in the patient without any problems, completely deflated the subject balloon but by retrieving the balloon after the procedure they noticed that the subject balloon shifted over the tip of the catheter'. This was noticed after the procedure was successfully completed and there was no impact to the patient. The procedure was completed successfully and with no unanticipated delays or additional treatments needed. During inspection the subject balloon catheter was noted to be damaged. The subject balloon could not be successfully inflated as the balloon was not at its original position. Instead, it had turned inside out and was still attached at the distal end, but it was rolled out over the distal tip of the catheter. In addition, the subject balloon catheter shaft was kinked/bent at multiple points along its length and the outer layer of the shaft was wrinkled near the distal end of the subject device. There was also damage noted to the shaft outer layer. Based on the investigation, it is probable that the subject balloon device sustained damage during use due to procedural factors, possibly while it was being removed from the patient post procedurally. The as reported code as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that the subject balloon catheter was used inside the patient without any problems. After deflating the subject balloon catheter completely and it was removed from the patient as the subject balloon catheter was observed to be shifted over the tip of the catheter. There were no clinical consequences reported due to the event and the procedure was completed successfully. No further information is available.

Event description:
It was reported that the subject balloon catheter was used inside the patient without any problems. After deflating the subject balloon catheter completely and it was removed from the patient as the subject balloon catheter was observed to be shifted over the tip of the catheter. There were no clinical consequences reported due to the event and the procedure was completed successfully. No further information is available.